Event description:
Pt's chemotherapy was noted to have been finishing at increasingly earlier times throughout the course of the past 3 days - when checking start times for the 25h infusions. Infusion finsihed 4.5 hrs early. Checked with the nurses who hung the infusions. Turned the pump off. When it was turned back on the channel that was running the chemo signaled failure. Event history shows 2 errors: 808:02 and 803:07. Pump has been quarnatined since (B)(6) 2005.